Manufacturer narrative:
The customer report of a pop from the maxplus connector (identified as valve stickdown) was confirmed based on specific file investigation conducted by bd tj manufacturing. The root cause of valve slow return/stickdown was identified as a valve molding issue (mismatch out of specification).

Event description:
The customer reported that when aspirating blood and flushing a maxplus cap from a PICC line, the user heard a ¿pop ¿with blood splattered out of maxplus connector. It was reported that the user then removed the syringe, followed with a 10 ml saline flush and heard another ¿pop¿ from the connector. The connector was removed, a new connector and a curos cap was attached prior to the patients discarded. There was no indication of patient harm. The event occurred in the outpatient infusion center. Received a note attached to product documented: (B)(6) 2019 0937, "heard a pop splattered blood on gloves."

Manufacturer narrative:
Concomitant medical products: PICC line; luer lock; td (B)(6) 2019. The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Requested patient demographics however not provided.

Event description:
The customer reported that when aspirating blood and flushing a maxplus cap from a PICC line, the user heard a ¿pop", blood splattered out of maxplus connector. It was reported that the user then removed the syringe, followed with a bd 10 ml saline flush and heard another ¿pop¿ from the connector. The connector was removed, a new connector and a curos cap was attached prior to the patients discarded. There was no indication of patient harm. The event occurred in the outpatient infusion center. Received a note attached to product documented: (B)(6) 2019 (B)(4), "heard a pop splattered blood on gloves".